Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and system diagnostics revealed high impedance (dc dc ¿ 7). Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. X-rays were not taken and the patient did not experience any adverse events since the high impedance observation. The patient underwent generator and lead replacement surgery on (B)(6) 2014. Pre-operative system diagnostics showed high impedance. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.